Event description:
Not pacing.

Event description:
Co conducted a technical eval of the pacemaker, which confirmed that the device does not emit stimulation pulses and the interrogation failed. The failure analysis of the electronic circuit revealed a leakage current in the ceramic substrate. Although this effect represents a low level phenomenon, process technology was already modified to avoid the re-occurrence of ths event.